Manufacturer narrative:
A new lead and pacemaker were implanted. As of today, the explanted products have not been returned for analysis. If the products are returned or if additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess the lead's electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observation and did not reveal any anomalies.

Event description:
Boston scientific received information that this right ventricular lead displayed high threshold measurements one day post implant. Four days later, the patient experienced symptoms and loss of capture was observed. The pacemaker output was increased and the patient was monitored in the hospital. Intermittent loss of capture was observed again. The lead and pacemaker were explanted as it was suspected that the device may not have delivered the expected high output needed to maintain capture. The field representative suspected the lead did not have stable contact with the tissue since the threshold measurements varied.

Event description:
The lead was returned for analysis.